Event description:
It was reported that the patient is unable to connect charger to ipg. The charger was replaced; however, the issue persisted. Further troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Manufacturer narrative:
Correction: e1- initial reporter updated.

Event description:
Additional information indicates surgical intervention was undertaken on 05dec2025 wherein the ipg was replaced to address the issue.